Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: on (B)(6) 2017. Revision due to the glenosphere locking screw backing out. Reinsertion of the screw and poly exchange. This event report was received through clinical data collection activities.

Event description:
It was reported from the united kingdom. No additional information on the patient or event is provided. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00287.

Manufacturer narrative:
The complaint products were not received for analysis. The reported malfunction product condition could not be confirmed because the component was not returned for evaluation. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. Manufacturing data could not be reviewed because the manufacturing lot/serial information was not provided. There were no user-related issues reported that appear to have contributed to the reported event. The revision of shoulder components due to screw migration reported was likely the result of the locking screw backing out. However, this cannot be confirmed because the component was not returned for evaluation. In a review of the labeling it is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacements. Only qualified surgeons are to use these products: who are fully knowledgeable about all aspects of the surgical techniques and use these implants, have full knowledge about the system compatibility's, and must be fully trained to properly use the system instrumentation. Joint replacements have been associated with fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components and may require a second surgical intervention or revision. Postoperative component loosening is a known complication associated with total shoulder arthroplasty. Per complications of total shoulder arthroplasty (1), postoperative component loosening was the number one most frequent complication of total shoulder arthroplasty, with a prevalence of 39% and 6.3% of all shoulders. There are anywhere from 5% to 42% revision rates (unrestrained and restrained implants). Loosening of the humeral and glenoid components is a common event, accounting for 39% of complications. Factors that have been associated with glenoid stability have included the preservation of the subchondral plate, concentric reaming of the glenoid, biomaterial design and selection, and glenohumeral mismatch of the prosthetic. There is no indication of a device malfunction that would have contributed to the glenosphere locking screw backing out of the humeral liner. The patient contributing clinical factors include age and prior rotator cuff arthropathy. The patient compliance post-surgery is unknown. (1) bohashi, k. I., et al. Complications of total shoulder arthroscopy. Journal of bone and joint surgery, 88:2279-2292, october 2006. This device is used for treatment, not diagnosis.